Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v520504, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient had candidiasis with a symptom of vaginal itching noted. The etiology of the event was reported as a worsening/exacerbation of a pre-existing condition as the patient had a history of vaginal yeast infections. The patient was treated with fluconazole. The outcome of the event was reported, as of (B)(6) 2010, as resolved without sequelae. If additional information is received, a follow up report will be sent.